Manufacturer narrative:
(B)(4). Date sent: 6/23/2021. H6: no device problem found (c19). Device analysis: a suture knotted on a device link was observed during the visual assessment. It is presumed that the suture was placed to facilitate in the extraction of the device. Overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. During the visual analysis of the device, tooling marks were found on the beads. This could've been caused by the tools used during the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found. It could not be determined what may have caused the reported event.

Manufacturer narrative:
(B)(4). Date sent: 6/14/2021. Additional information was requested, and the following was obtained: what was the date of implant? Tbc. What is the lot number of the device? Tbc. If the device has been removed, what was the date of explant? (B)(6) 2021, tried to remove endoscopically on the 25th, unable to cut through the wire so patient was kept sedated over night and a laparoscopic procedure was performed to remove the device on the 26th. If the device has not been removed, when is the expected explant date? What were the first clinical symptoms that provided evidence of an erosion and when did they first occur? Patient started to struggle with swallowing. Has the patient had any dilations, egd, or other procedure between the linx implant and discovery of the erosion? Please describe and include the dates of the procedures. No. Are pictures or videos available? One picture. How many beads eroded? 3. Where were the eroded beads positioned? Inside the oesophageus. Which best describes the device removal approach? Lap, via stomach. Endoscopically removed the eroded beads initially & laparoscopically removed the device at a later date endoscopically removed the eroded beads & laparoscopically removed the device the same day endoscopically removed the entire device laparoscopically removed the entire device was the patient stented? No. What is the current condition of the patient? Stayed in hospital for 4 nights and went home. Photo was provided for review by ethicon medical safety officer. Following are their observations: I reviewed a photograph of a computer screen showing an upper retroflexed endoscopic image of the patient¿s cardia associated with this complaint. The image showed an erosion of the linx device into the lumen of the stomach. Two linx beads were visible at the gej". Hands on analysis of the affected device is needed to establish the mechanism/cause of failure. To date no device has been returned for evaluation.

Manufacturer narrative:
(B)(4). Date sent: 4/20/2021. The lot number was not provided; therefore, a manufacturing record evaluation could not be performed.

Manufacturer narrative:
(B)(4). Date of event: unknown; captured as awareness date. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: the device was explanted on friday, (B)(6) 2021, after the patient complained of pain so was done as an emergency admittance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the date of implant? What is the lot number of the device? What were the first clinical symptoms that provided evidence of an erosion and when did they first occur? Has the patient had any dilations, egd, or other procedure between the linx implant and discovery of the erosion? Please describe and include the dates of the procedures. Are pictures or videos available? How many beads eroded? Where were the eroded beads positioned? Which best describes the device removal approach? Endoscopically removed the eroded beads initially & laparoscopically removed the device at a later date. Endoscopically removed the eroded beads & laparoscopically removed the device the same day. Endoscopically removed the entire device. Laparoscopically removed the entire device. Was the patient stented? What is the current condition of the patient? Will the device be returning for analysis? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the surgeon who implanted the device was performing an endoscopy on the patient and could see that beads had eroded into the esophagus. The next step for this patient is a planned endoscopic explant of the device.